Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Pump was monitored for three days and no unexpected a52 or e52 alarms occurred. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 576 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was diabetic ketoacidosis. Customer was treated with IV drip, 5 units of insulin by manual injection and 5 units of insulin in IV drip. Customer was wearing the pump at time of hospitalization. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. The customer reported via phone call that the insulin pump alarm software error. Customer's blood glucose at time of incident was 47 mg/dl. Customer stated alarm occurred during priming. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump passed the delivery accuracy test.